Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company's MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit, damage or deformation of the connector, movable l-range sliding error that occurred in the zoom scope, blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information, please read before use. Warnings and cautions. During the device evaluation, service found that due to damage to the charge coupled device (ccd), the specified resolving power was not obtained. The electrical connector had corrosion due to fluid ingress. The objective lens was cracked, the light guide lens was cracked and dirty. The adhesive around the objective and light guide lenses was worn. The distal end was dirty and had scratches and dents. The insulation resistance value at the distal end did not meet specifications due to a scratch on the camera cover (c-cover). The bending angle in the up direction did not meet specifications due to wear of the angle wire. The play of the up/down knob was out of specifications due to wear of the angle wire. The right/left and up/down knobs were deformed. The suction volume did not meet specifications due to a dent on the suction channel tube (ch-tube). There was a pinhole leak in the forceps/instrument channel. The universal cord was wrinkled, had a pinhole leak, and the coating was peeling. The universal cord protector on the control section side was damaged. The adhesive on the bending cover (a-rubber) was cracked. The connecting tube was wrinkled, and the coating was peeling. The scope cover, air/water cylinder, and suction cylinder were deformed. Leaks were observed from the light guide tube, the distal end, and control section. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was received at an olympus service center for evaluation with a report that the image blacked out but could be restored, found during preparation for use. During inspection and testing, service found the endoscopic image was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.